Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had an involuntary engine shutdown on (B)(6) 2024 at 13:10 and a recovery at 14:09. On (B)(6) 2024, it was read in the pump and the dose was increased. Filling was on (B)(6) 2024 an MRI was done. It was reported that they thought the "bomb" was read because it was programmed, but nothing was written. The new filling was on (B)(6) 2024 and this cal residual flight 3.2 ml and 1.7 ml were aspirated. The last filling on (B)(6) 2024 9 ml were aspirated and a residual flight of 8.9 ml. It was further reported that a communication message appeared stating error code 529, but this had already been interrogated after the update of the software of the pump and was the first time it had appeared. According to the logs, there were two involuntary stops. One on (B)(6) 2024 at 18:40 with recovery at 19:01. The patient stated they didn't have an MRI. No further information provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. Magnetic resonance imaging (MRI) was performed on (B)(6). Th did rta on the liver (sbrt, 26.02.24 - 01.03.24). Per the logs, the second motor stall occurred on (B)(6) 2024 at 18:40 with motor stall recovery having occurred the same day at 19:01. The cause of the motor stalls was not determined. The message did not appear again and the pump was working well. No further actions were taken to resolve the issue. They were only paying attention to the patient. The patient was noted as always having been fine and did not have any bad response to therapy. The issue regarding motor stalls was resolved. The device remained implanted and functional. As per the logs, the pump administered morphine (10.0 mg/ml) at a dose rate of 1,8011 mg/day and bupivacaine (20.0 mg/ml) at a dose rate of 4,803 mg/day as of (B)(6) 2024.

Manufacturer narrative:
The medication used at time of the event was known and updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving morphine (7.5 mg/ml at 1,5996 mg/day and 7.5 mg/ml at 3,333 mg/day) and bupivacaine (20,0 mg/ml at 4,266 mg/day and 20,0 mg/ml at 1,2501 mg/day) via implanted infusion pump. It was reported that the patient had an involuntary engine shutdown on (B)(6) 2024 at 13:10 and a recovery at 14:09. On (B)(6) 2024, it was read in the pump and the dose was increased. Filling was on (B)(6) 2024 and on (B)(6) 2024 an MRI was done. It was reported that they thought the "bomb" was read because it was programmed, but nothing was written. The new filling was on (B)(6) 2024 and this cal residual flight 3.2 ml and 1.7 ml were aspirated. The last filling on (B)(6) 2024 9 ml were aspirated and a residual flight of 8.9 ml. It was further reported that a communication message appeared stating error code 529, but this had already been interrogated after the update of the software of the pump and was the first time it had appeared. According to the logs, there were two involuntary stops. The patient stated they didn't have an MRI. No further information provided.